Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The representative reported that the patient experienced an infection leading to the explant of the patient's right side ins and extension. The representative reported that they do not know when this infection or explant occurred. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.